Event description:
It was reported that on (B)(6) 2025, a 34 mm amplatzer septal occluder was chosen for implant using a 12f delivery system in a 37-year-old patient diagnosed with atrial septal defect (asd). The diagnosis was confirmed by transesophageal echocardiography, which measured the defect at approximately 22 mm with adequate rims. Device sizing was determined using balloon sizing in combination with echocardiographic imaging and transthoracic echocardiography (tte) was used during the procedure. The patient was brought into the operating room for percutaneous closure under general anesthesia. During the procedure, measurement by echocardiographer was noted at 28 mm. Stability of the device was confirmed using the valsalva maneuver, and proper positioning of the rims within the device was achieved. The device was then successfully released. At the 48-hour postoperative follow-up, on (B)(6) 2025, a transthoracic echocardiogram identified migration of the device into the right atrium. The device had completely dislodged from the implant site. The implanter indicated that the posterior rim was possibly floppier. No rhythm changes were observed during the procedure, and no leak was detected around the lobe of the device. The patient exhibited no clinical signs or symptoms during or after the event. There were no difficulties during implantation, and no recaptures or repositioning were required. No residual shunt was noted. The patient was subsequently taken to cardiovascular surgery, where the device was removed and surgical intervention was performed using a pericardial patch. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device embolization was reported. An image was received from the field showing 4 operators looking at imaging. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported device embolization could not be determined. Surgical interventions were results of case specific circumstances, as the device was surgically removed and the asd was closed via pericardial patch. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Codes removed: health effect-clinical code.

Event description:
It was reported that on (B)(6) 2025, a 34 mm amplatzer septal occluder was chosen for implant using a 12f delivery system in a 37-year-old patient diagnosed with atrial septal defect (asd). The diagnosis was confirmed by transesophageal echocardiography, which measured the defect at approximately 22 mm with adequate rims. The patient was brought into the operating room for percutaneous closure under general anesthesia. During the procedure, measurement by echocardiographer was noted at 28 mm. Stability of the device was confirmed using the valsalva maneuver, and proper positioning of the rims within the device was achieved. The device was then successfully released. At the 48-hour postoperative follow-up, on (B)(6) 2025, a transthoracic echocardiogram identified migration of the device into the right atrium. The device had completely dislodged from the implant site. The implanter indicated that the posterior rim was possibly more floppy. No rhythm changes were observed during the procedure, and no leak was detected around the lobe of the device. The patient exhibited no clinical signs or symptoms during or after the event. There were no difficulties during implantation, and no recaptures or repositioning were required. No residual shunt was noted. The patient was subsequently taken to cardiovascular surgery, where the device was removed and surgical intervention was performed using a pericardial patch. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information